Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4) device evaluated by manufacturer: as the device has not been returned a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure the guide wire protruded from the shaft of the balloon. The physician inserted the proximal end of a non bsc guide wire into the tip of the mustang 6.0 x 40, 75 cm balloon catheter and resistance was met. They advanced the guide wire into the balloon catheter outside of the patient and the guide wire kinked and protruded from the shaft of the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.